Manufacturer narrative:
The insulin pump was received with a stuck motor error alarm loop during bolus delivery, and a motor position encoder error alarm was confirmed in the history file. The unit had a minor scratched lcd window, cracked display window corners, and a cracked reservoir tube lip. The device passed rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with currents in specifications. (B)(4).

Event description:
This insulin pump was returned to medtronic for unknown reasons.